Event description:
Sometime after receiving a total hip arthroplasty, the pt fell and injured his pelvis. He subsequently experience grinding in the hip. During revision of hip components, it was noted that the ceramic liner was fractured.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.